Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-01954. It was reported the patient experienced ineffective stimulation. Diagnostics indicated multiple high impedance values. X-ray imaging indicated the leads were entangled. Reprogramming was able to resolve the issue; however surgical intervention may be undertaken as the next course of action.

Event description:
It was reported that the patient's leads were explanted and replaced. Effective therapy was restored in post-op.